Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator experienced premature battery depletion and received a service code 2716 message on the patient handheld, and observed a "no therapy, select a different group" message on the home page of the deep brain stimulation application. The patient noted a decrease in battery percentage from 80% during an office visit to 70% the following day, despite not using the handheld device in the interim. There were no known environmental, external, or patient factors contributing to the event. The patient was instructed to turn the battery back on as a troubleshooting step. No further action was planned at this time. No patient complications have been reported as a result of this event.